Event description:
The customer stated that her blood glucose readings had been higher than usual. She stated that she had tested her glucose and received a reading of 120 mg/dl. She took 30 units of insulin based on the reading, and began to feel dizzy and drowsy while waiting for the doctor. The receptionist at the office gave her some water and a pear and she began to feel better. The meter is to be replaced at the customer's insistence, and a replacement meter will be sent.